Event description:
It was reported that during a right hemicolectomy procedure, the jaw could not be opened at the first firing. Then doctor tried to release by using manual release lever, but still it could not be opened. So the device was retrieved by cutting tissue with the device. After the operation, the doctor tried again to open the jaw. Finally, the jaw was opened by the hand. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.